Event description:
A consumer reports experiencing flickering around the perimeter of his vision when he moves his head following bilateral intraocular lens (iol) implant surgery. He reports that his distance vision in both eyes is excellent and that he wears glasses for reading. Additional information has been requested. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history records review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 08/15/2008, 08/19/2008 and 09/02/2008 by mail, fax and phone. Additional information was received 08/15/2008 by phone. A completed questionnaire has not been received.